Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 16271487-2017-02060. It was reported the patient was treated in the ER for an infection at the lead site. An incision and drainage was performed at the lead site. It was also reported the lead was inadvertently exposed at the midline during staple removal. The patient was released from the ER and was treated with antibiotics. The following week the patient underwent surgical intervention where the entire scs system was explanted. Culture results confirmed staphylococcus. The patient continues to be treated with antibiotics.